Event description:
The customer reported when taking image, half the screen subtraction mode, half screen gray. The field engineer noted that the customer was unable to use the images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The camera connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.